Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level since was on a strong dose of insulin. Customer's blood glucose was of 40 mg/dl. Customer¿s current blood glucose level was 246 mg/dl. The customer declined to troubleshooting low blood glucose level. Customer reported that the insulin pump had loss of communication with sensor. The insulin pump was not returned for analysis.